Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 11, 2026, senseonics was made aware of a user's hypoglycemia event. The user observed a sensor glucose (sg) reading of 116 mg/dl and a confirmatory blood glucose (bg) of 84 mg/dl, noting a discrepancy. However, a subsequent data management system review showed the sg was 279 mg/dl at the time, with no bg recorded. The user did not seek medical treatment and self-managed symptoms (dizziness) by consuming orange juice, after which they felt better. No low glucose alert was triggered by the system because the sg reading did not go below the user-configured alert threshold. Although the user initially thought they were near a low, they later acknowledged it did not fall below 80 mg/dl. The users healthcare provider was not informed, though follow-up was recommended. Device details and usage were confirmed as up to date.